Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and had blank display. The customer¿s blood glucose level was 96 mg/dl. The customer reported that she inserted two new batteries and insulin pump was not restart. The customer has been off the insulin pump for a couple days due to blank display. Troubleshooting was performed for damage. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.